Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the leadless implantable pulse generator (ipg) telemetry could not be established. When the grounding pad was removed, telemetry was established with no issues. The ipg was implanted and remains in use. No patient complications have been reported as a result of this event.